Event description:
Pt reported experiencing period high blood glucsoe (>500 mg/dl), over the past few months. They stated that they were able to successfully lower blood glucose by bolusing; however, they suspect that the device may not have worked properly, at some point, during basal delivery or boluses. No treatment was received.